Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had temporarily disconnected the luer lock and could not confirm if there was air in the luer lock after it had been reconnected. The blood glucose level had been in the 200s mg/dl. The pump supplies were changed and a correction bolus was delivered. As the supplies had been changed, it could not be confirmed if the air was present.